Event description:
The pt's vendor reported on several occasions the infusion set tubing separated at the luer connection and the pt experienced elevated blood glucose over 300 mg/dl. The pt bolused through the infusion device to lower blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.